Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed customer cleaning disinfection sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the precleaning process. During manual cleaning the device passed the leak test. Frank lab enzyme d4 detergent is used. The instrument/ suction channel, suction cylinder, instrument channel port, balloon channel and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with a channel-opening brush and single use soft brush (maj-1888). The distal end was flushed with maj-2319 (distal end flushing adapter). The device was rinsed prior to manual disinfection. The name of disinfectant was not provided. Tap water was used for rinse after disinfection. The concentration and expiration date of the disinfectant is controlled. A soluscope s4 is used for automatic endoscopic reprocessing (aer) with soluscope cln detergent and soluscope paa disinfectant. The water quality is controlled with a water filter that is replaced periodically in accordance with the instruction for use (IFU). The device is dried using a aer drying process and blown with compressed air. The device is stored in a tank with cleanascope riser. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: oct 18, 2023 sampling from: all channels cfu: <1 cfu/ endoscope (<1 cfu/100ml) bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - water leakage in control unit - acoustic lens damaged however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As result of confirming contents of instruction manual of gf-uct180, following sections describe reprocessing procedure. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive on (B)(6) 2023, for >88 colony forming units (cfus) of pseudomonas aeruginosa, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.